Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump was returned to smiths medical for repair of a non-engaging clutch and a stuck plunger. No information was reported that the product fault occurred while in use with a patient.